Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. Tandem customer technical support informed customer that residual insulin remaining in the cartridge is unusable. Customer understood and acknowledged.